Event description:
Small screw missing from kerrison #ff751r after the case was completed and instruments were cleaned. The screw had been replaced during the surgery. The reason for this report is because this type of problem happens frequently with the kerrison rongeur's. In fact, hosp changed vendors (codman to aesculap) due to recurrent problems with screws falling out.